Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "[the user] called the hotline to discuss persistent high pressure alarms. The iab was placed in the ccl 14 hours ago. The alarms have become almost continuous. They have decreased the volume from 40cc to 30cc and the ratio to 1:2 which decreases the alarms but they occur immediately when returning to 1:1. Placement was noted ok earlier and they are awaiting an xray now to verify again. Patient has good urine output. And catheter does not appear to have moved externally". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). A full UDI number is unavailable due to the customer being able to provide a valid lot number.

Event description:
It was reported "[the user] called the hotline to discuss persistent high pressure alarms. The iab was placed in the ccl 14 hours ago. The alarms have become almost continuous. They have decreased the volume from 40cc to 30cc and the ratio to 1:2 which decreases the alarms but they occur immediately when returning to 1:1. Placement was noted ok earlier and they are awaiting an xray now to verify again. Patient has good urine output. And catheter does not appear to have moved externally". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "[the user] called the hotline to discuss persistent high pressure alarms. The iab was placed in the ccl 14 hours ago. The alarms have become almost continuous. They have decreased the volume from 40cc to 30cc and the ratio to 1:2 which decreases the alarms but they occur immediately when returning to 1:1. Placement was noted ok earlier and they are awaiting an xray now to verify again. Patient has good urine output. And catheter does not appear to have moved externally". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). A full UDI number is unavailable due to the customer being able to provide a valid lot number. Additional information received from the customer 1/14/2025 states that the catheter required surgical removal.